Event description:
Patient underwent CABG (coronary artery bypass graft), sternal closure with the sternal plating system due to patient size. Patient returned to operating room 6 days later for removal of hardware as screws had 'pulled through the bone.' Hardware was removed, wound was irrigated, no sign of infection was noted. Cables were used for stabilization. Patient expired three weeks later.